Event description:
A surgeon reported that the pressure of the irrigation dropped during surgery. The pt experienced anterior chamber collapse, severe pain and had to be hospitalized for one day. In surgeon's opinion, the device caused/contributed to the event because the irrigation was not stable.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).